Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values two days after the sensor was inserted in the abdomen. At the time of the event, which was about 01:00pm, the patient was initially not experiencing any symptoms and the cgm reading was 300 mg/dl, but eventually the patient experienced loss of consciousness. The patient assumes that due to the inaccurate high readings, the pump administered insulin which caused her to pass out. The patient was by herself during the event, was not able to take a fingerstick for comparison, and believes that it was probably her apple watch that automatically notified the paramedics. When she regained consciousness around 02:00pm, she had just arrived at the hospital, and the blood glucose reading was 41 mg/dl (no cgm reading was reported from this time). At the hospital they administered insulin and metformin (route of treatment was not reported), and the patient was discharged 2 days after the event. When the patient was discharged, the blood glucose reading was 150 mg/dl, and there were no cgm readings from then as the patient was no longer wearing a sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.